Manufacturer narrative:
The system and handpiece were both examined and the reported event was not replicated. The event logs were also reviewed similarly, without any findings. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system information was listed as ¿manufactured on january 6, 2015. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with a loose tip and problems with the vacuum. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.